Event description:
It was reported that the head ring post screw broke during placement of the head ring on the patient. The initial reporter did not believe that a patient injury occurred. No further details were reported.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information from the user facility or the device returned for evaluation, a follow up report will be submitted.